Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to flattened esc keypad dome. Keypad connector found close properly during visual inspection. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unit uploaded properly to care link pro. Unit passed rewind, basic occlusion, occlusion, prime excessive no delivery alarm and displacement test. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown mg/dl. The customer's mother programs a bolus for the customer and 3 minutes later receives a button error alarm. The customer's mother doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.